Manufacturer narrative:
Philips tried reaching out multiple times to the customer to gather additional information and was met with no reply. Case was closed due to no additional information from the customer. The engineer was unable to provide their analysis findings as we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporter phone# (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the intellivue mx450 patient monitor indicating that there was a speaker malfunction and that the device does not emit any sound. It is unknown if the device was on use on patient at time of event, there was no adverse event reported.